Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was never used on the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument was further investigated and the initial failure analysis was confirmed. The instrument jaws couldn't be opened by the manual release lever because the grip ring was dislodged due to the set screw getting dislodged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a dislodged grip ring at the proximal end. The instrument was placed and driven on an in-house system and exhibited imprecise motion. The grip tips were unable to be fully closed, and unable to be opened the grip tips when using the grip open lever. Additionally, the instrument was found to have a dislodged set screw of the grip ring at the proximal end. The instrument was found to have low torque failures based on log review. The complaint was confirmed by failure analysis.

Event description:
It was reported that out of box, there was an audible pop heard and a component within the sheath of the synchroseal was visibly broken prior to use. The jaws would not open or close. The procedure was completed as planned with no reported injury.